Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint #(B)(4). Device has not been returned to date.

Event description:
As reported (B)(6) 2016, a patient of unknown age and gender presented for an endovenous laser procedure. During preparation for the procedure, when the laser fiber was removed from the sterile packaging, it was noted the fiber was fractured. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customers reported complaint of a broken fiber could not be confirmed because as the sample was not returned for evaluation. Without confirming the complaint, a root cause cannot be determined. The patient was unaffected due to this event. A review of the lot history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. At the vendor facility, during the manufacturing process, fibers are repeatedly bent and coiled and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to shipment. During the packaging step, the fibers are inspected for damage. The instructions for use, which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60 mm". During the manufacturing process, the device goes through several aql inspections. Each unit is also repeatedly bent and coiled during the processing and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to packaging and shipment. During the hene laser test the fiber tip is examined closely for damage. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).